Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in clinic for a normal follow up, noise was observed on atrial lead. The noise was reproducible with isometrics. The lead was capped and replaced. The patient was asymptomatic and tolerated the procedure well and will be followed normally.